Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, it was noticed that the bearings were broken and sitting inside the hd long attachment. It was also noticed that there was some contamination at the hd long attachment and burr motor locking mechanism interface.

Manufacturer narrative:
Follow-up #1 submitted to correct section and to update sections based on results of investigation. The event was confirmed. Reported event: an anspach emax 2 plus burr motor, catalog: 110940, serial number: (B)(4), began making loud noises during a case but was able to successfully complete the case without delay. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor failure was confirmed. -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of p/n 110940 s/n (B)(4). There have been no other events for the referenced s/n. Conclusions: the anspach motor is an OEM device. Upon receipt, the device was evaluated per (B)(4) anspach emax 2 plus burr motor and the reported event was confirmed.

Event description:
The surgeon was performing a parial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, it was noiced that the bearings were broken and sitting inside the hd long attachment. It was also noticed that there was some contamination at the hd long attachment and burr motor locking mechanism interface.